Event description:
Cagnazzo, f., cloft, h. J., lanzino, g., <(>&<)> brinjikji, w. (2023). Web (woven endobridge) device for intracranial aneurysm treatment: technical, radiological, and clinical findings in a consecutive north american cohort. Acta neurochirurgica: the european journal of neurosurgery, 1¿10. Https://doi.org/10.1007/s00701-023-05668-6 medtronic review of the literature article found a review of 103 patients with 104 aneurysms treated with woven endobridge (web) in north america between april 2019 and november 2022. When the transradial access was evaluated for posterior circulation aneurysms, a rist 071 radial access guide catheter (medtronic) was usually selected for radial access. There were no patient mortalities in the study. It was noted that in 3 cases intravenous (IV) tirofiban was required: in one case because of thrombus in m2 which completely resolved after tirofiban one case; while in the remaining two cases, tirofiban infusion was used to prevent platelet aggregation in a2. However, it was noted in the article fig. 2 it is indicated that web protrusion into the vessel caused the thrombosis and occlusion, thus in this event, it can be ruled out that the thrombus and occlusion was associated with the rist catheter. Permanent neurological complications occurred in one patient which consisted of a distal large intraparenchymal hemorrhage which occurred 12 hours after embolization, involving the left occipitotemporal lobes requiring emergency surgery. Unspecified severe access complications were observed in one patient. It was not indicated whether this case was a radial case with a rist catheter or a femoral access procedure.

Manufacturer narrative:
Reported patient age (63 years) indicates the median age from all patients included in the literature article study group. A3a. Reported patient sex (female) is representative of the majority of patients included in the literature article study group. This MDR is submitted for reporting of the serious adverse events reported in the literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.